Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: twelve hours post-op, the pt was brought back to the operating room. The chest was filled with 2l of blood. The surgeon believes bleeding came from the staple line.